Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -the device was not returned for analysis. -medical records received and evaluation: insufficient information as received for review by a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or become available, this investigation will be reopened.

Event description:
Doctor explanted all implants due to infection.

Event description:
Doctor explanted all implants due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 542-11-50e, trident psl ha cluster 50mm, lot code: mnphv9, cat. No.: 6570-0-236, delta v-40 ceramic head 36/+5, lot code: 48967803, cat. No.: 6721-0535, size 5 accolade ii 127 deg, lot code: 49034903. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.